Manufacturer narrative:
Complaint conclusion: during an interventional procedure, the physician was not able to access/cross the intended target lesion with the angioguard rx. There was no reported patient injury. Inspection of the returned product indicated that the coil tip was stretched at 1 mm from the distal side, and a kink/bent condition was noted at 1.4 cm from the coil distal tip. The product packaging was inspected prior to opening with no damage noted. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. No additional information is available. The target lesion was the carotid artery. The target lesion was reported to be: a 70-80% stenosis, and moderately tortuous. The product was returned for inspection. One non sterile angioguard rx ecgw 6mm x 180cm-extra support was received coiled inside of a plastic bag. Only the torque device, guide wire delivery system and deployment sheath were received for evaluation. The filter basket was received properly loaded into delivery sheath without visual damage at naked eye. No damage in the deployment sheath was observed. The delivery wire was bent at 16.2 cm from distal side. The coil tip was stretched at 1 mm from distal side, and a kink/bent condition was noted at 1.4 cm from coil distal tip. Blood residual in device was observed at naked eye. No other visual anomalies were found in the received unit. The device was observed under microscope and a stretched coil tip, and kinked-bent condition in coil distal tip was confirmed. During microscopic analysis, the filter basket membrane was found damage in one side, their filter struts and marker bands presented no anomalies. Due to the nature of the failure reported (failure to cross), the functional analysis could not be performed as per dp# (B)(4). Due to the nature of the failure reported by the customer as (delivery system / failure to cross), the reported failure could not be evaluated. However, the defects found on the received unit as 'bent condition in delivery wire,' 'stretched coil tip,' 'damaged membrane in filter basket' and 'kinked/bent in coil tip,'could be caused during procedure when the device tried to cross the lesion . Neither the product analysis nor the DHR review suggests that the failure could be related to the angioguard manufacturing process; therefore, no corrective action will be taken at this time. In this case, it is possible that the difficulty experienced by the customer was related to procedural factors, vessel characteristics and/or user handling.

Event description:
The report received from the affiliate indicated that during an interventional procedure, the physician was not able to access/cross the intended target lesion with the 180 cm. Angioguard rx 6 mm. Ecgw extra support. The physician used another one to complete the procedure successfully. There was no reported patient injury. Inspection of the returned product indicated that the coil tip was stretched at 1 mm from the distal side, and a kink/bent condition was noted at 1.4 cm from the coil distal tip. The product packaging was inspected prior to opening with no damage noted. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. No additional information is available. The target lesion was the carotid artery. The target lesion was reported to be: a 70-80% stenosis, and moderately tortuous.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product has not been returned as yet. Lake region lot number01431143which is cordis lot number 70211508. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01431143. This packaging lot contained 110 units, which were shipped from lake region medical on (B)(6) 2011. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.